Manufacturer narrative:
The reported malfunction was duplicated and attributed to an open wire within the multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.